Event description:
It was reported three was a pump pocket seroma that was procedure related. Three areas of the incision were noted to have drainage. Actions taken were; other surgical intervention, evacuation of seroma with debridement of pump pocket, insertion of jp drain into the pump pocket. Laboratory testing was normal for the patient. The event recovered without sequelae. The medication in the pump was unknown. It was further reported the pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8590-1, lot# n089849, implanted: 2007 (B)(6); product type accessory product ID 8596sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).